Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a battery charging issue and ac mains is not working. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions. Corrected field - h8 a getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse replaced the ac power cord reel (0012-00-1688-28). The fse then checked that mains was working and that the battery was charging. The iabp was handed over to the customer and was ready for use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).